Manufacturer narrative:
UDI, and manufacture date not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The monitor and computer were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the monitor displayed no input detected. Rep noted that the fan could be heard. Dvi cable swapped between ports without resolution. There was no patient present when this issue was observed.

Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the unit returned 1 bad sector from the hard drive. After reseating the ram module, the computer operated as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: unique device identification (UDI) provided.